Manufacturer narrative:
As a result of an internal review it was noted that some sections of the initial report were incorrectly submitted. The purpose of this report is to provide a correction of sections indicated bellow and to provide a conclusions of conducted investigation. #h3 previous: not returned to manufacturer yes corrected: not returned to manufacturer #h10: previous exemption: "please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration#1625774). From november 2012 medwatch reports related to complaints to this product will be submitted under registration #3009988881 corrected exemption: "this report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652) when reviewing reportable events for rotoprone device we were able to establish that there have been similar complaints in the past. There is no trend observed for this failure mode however. The product involved in the incident is a rotoprone bed, serial number: (B)(6). The device is part of the arjohuntleigh us rental fleet and has been rented for customer south shore health and educational cgeneral ward. Based on the information collected to date, provided problem description and evaluation of the device involved in the event conducted by an arjohuntleigh representative, we have been able to establish that the device met its specification and no deviations were found. Additionally the involved face pack was compared to the new one and no significant differences were found. As the facility did a self-placement it is highly probable that the foam, which is filling the face pack and held in place with velcro, did not fail but more likely slipped or moved exposing the metal behind where its resides resulting in situation as such raised by the customer. Review of the device labeling (user manual #208622-ah rev. C) which was delivered to the facility together with the device, revealed that it includes information how to properly remove and install the face pack and how to adjust it. Head support packs should lightly touch sides of patient's head without compressing the pack foam or puckering patient's skin. Fitting the head support, face pack or other packs too tightly may increase pressure points, possibly leading to skin breakdown. In summary, upon the performed investigation we have been able to confirm that the device did not fail to meet it specification, nevertheless since it has been used for the patient treatment it also played a role in the event. The sustained injuries have been classified as a minor but having in mind the risk documentation for similar problems it was decided to report this complaint based on the potential for serious injury occurrence should the issue was to reoccur. Based on all gathered information we concluded the issue to be related to user operating technique not according to user manual. Given the circumstances and the fact that there is no trend observed for this failure mode arjohuntleigh does not propose any other action at this time.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #1625774). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #3009988881. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #30074220694. Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has been informed that the breakdown of the padding caused an injury. The patient developed a stage 2 pressure ulcer.